Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Visual and functional assessments were performed and the device was found to have damaged ball bearings, motor assembly or electronic control unit (ecu). The assignable root cause was determined to be due to device components being worn due to normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor on the small battery drive device was noisy and not running properly. The event was not reported to have occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported that there was patient or user injury. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during an open reduction internal fixation (orif) distal tibia surgery. There was a delay of five minutes to the surgical procedure. There was a spare identical device available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 10, 2005.if additional information should become available, a supplemental medwatch report will be submitted accordingly.